Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) would not fully boot past the windows os startup screen following a power shut down. They planned to order new hdds to resolve the issue. No patient harm was reported. Investigation summary: the hard drives contain boot up instructions, the operating system, and the cns application. During an abrupt power loss some data may be corrupted, causing unintended operation including boot up failure. The customer opted for new hard drives to resolve the issue. Hard drives are also recommended to be replaced every two years or 20,000 hours of service to ensure optimal performance. Service history for this serial number shows this is an isolated incident. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours.

Event description:
The customer reported that the central nurse's station (cns) would not fully boot past the windows os startup screen following a power shut down.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) will boot up with the windows os startup, but it will stay stuck there and not fully load into desktop. No harm or injury was reported. They will be ordering new hdd's in order to mitigate this issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) will boot up with the windows os startup, but it will stay stuck there and not fully load into desktop.